Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a reading of 400 mg/dl on the sensor scan compared to a reading of 1600 mg/dl was obtained on the built-in meter and experienced symptoms described as "feeling bad, eyes and feet were feeling different". Customer was hospitalized for several days and received unspecified treatment. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.